Manufacturer narrative:
B3. Date of event: the exact date of the event is unknown.

Event description:
It was reported that a patient had a water vapor therapy procedure approximately one month ago. The patient is unable to empty his bladder. No further information has been provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a water vapor therapy procedure. A month later, the patient indicated that he is still unable to empty his bladder. No further information has been provided.